Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing which resulted in inappropriate pacing therapy. Additionally, there was not capture at maximum device outputs. Dislodgement of the lead was noted via fluoroscopy. A revision procedure was performed and efforts to reposition the lead were unsuccessful. Therefore, the lead was extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.